Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/03/2015.

Event description:
Procedure: lap. Living donor nephrectomy. According to the reporter: during use on patient a doctor found it could not grasp the tissue firmly and could not cut the tissue. Even after replacement of transducer, the problem was not solved. Using another (B)(4), no problem was confirmed to complete the case with no problem. No patient harm.

Manufacturer narrative:
(B)(4).